Event description:
Patient reported "rupture and pain" confirmed by MRI. This record is for the right side. Device was explanted and it is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of occurrence: oct of 2025.